Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that the patient had withdrawal at least 10 times since his last refill. Per the patient, it had been going on since his pump replacement. His pulse was 180 in bed. A bolus would get him better, but it took about 8 hours to recover. There were no reported environmental, external, or patient factors reported by the patient that may have led or contributed to the issue. The patient was seeing his hcp tomorrow (B)(6) 2022) for an appointment. Additional information was received on 08-jul-2022 from an hcp via a company representative who reported that there was no known reason for the patient¿s withdrawal and high pulse. There were no motor stalls in the pump logs. The hcp referred the patient to a neurologist/managing physician for a second opinion. Additional information was received on 04-aug-2022 from an hcp via a company representative who reported that the patient experienced withdrawal-type symptoms approximately one time per week but then it resolved. He had been experiencing this before the pump replacement in march 2021. The hcp stated that he replaced the pump early because of this issue but when he aspirated the from the catheter it was free flowing, so he did not replace the catheter. The patient had consulted with at least two other physicians, and one told him that it was likely a subdural catheter tip issue. The pump was delivering fentanyl at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 8784, lot# serial# (B)(4), implanted: on (B)(6) 2014, explanted: product type catheter, other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 28-sep-2014, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the hcp believed that the patient¿s intermittent withdrawals could be due to intermittent catheter occlusion, so they have scheduled a catheter revision and the hcp wanted to replace the pump to avoid the patient possibly having to undergo multiple surgeries. Additional information was received on (B)(6) 2022 from an hcp via the company representative who reported that when the patient had the pump replaced in (B)(6) of 2021, they did not put drug in the pump and the patient went thru withdrawal at that time. The hcp assumed that they did not transfer the drug from the old pump to the new pump. It was also noted that the catheter revision was planned soon.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the pump was replaced, and the catheter was cut at the spine segment and a new spinal segment was implanted.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2014 explanted: 2022-10-19 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the catheter (s/n (B)(6)) identified a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.